Event description:
It was reported that when the customer was putting air in the cuff during the pre-use check, leakage was observed. No patient injury or clinical affects was reported. No additional information is available for this complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6. Evaluation codes: updated. One (1) sample was received in use conditions with the original packaging opened. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination; no visual defects were detected. The sample was connected to a leak test machine to identify any leaks. The sample did not pass the test confirming the customer complaint. A suspected root cause was due to damage during handling by production personnel. A device history record (DHR) review showed there were no issues or nonconformance's reported during the manufacturing of the reported lot number. Awareness has been made to all production personnel for the reported failure mode. The manufacturer will continue monitoring this product failure condition for threshold or escalation.